Event description:
A surgeon reported that the cassette leaked during the surgery. The surgery was completed using the same cassette. No patient harm was reported.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).